Event description:
A customer's clinical coordinator called to report that the tip of a guidewire from a mitek acl disposable kit broke off in the patient's femur during an acl procedure. The clinical coordinator stated that the surgeon did not take an x-ray, he visually could see the tip of the guidewire contained within the bone and with no way to remove it, left it in the patient. The surgeon completed the procedure successfully with no reported adverse patient consequence. The complaint device is being returned to depuy mitek for evaluation.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation confirms a portion of the distal tip is broken and not returned. This type of failure is typically observed with excess torque and off angle insertion. No procedural details were provided to determine if this was the root cause in this complaint. At this time, from the description provided, a definitive root cause cannot be determined. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. A complaints search for this product code resulted in (B)(4) similar complaints in the last 12 months. Based on the overall complaint rate, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
A customer's clinical coordinator called to report that the tip of a guidewire from a mitek acl disposable kit broke off in the patient's femur during an acl procedure. The clinical coordinator stated that the surgeon did not take an x-ray, he visually could see the tip of the guidewire contained within the bone and with no way to remove it, left it in the patient. The surgeon completed the procedure successfully with no reported adverse patient consequence. The complaint device is being returned to depuy mitek for evaluation.

Manufacturer narrative:
The device is reportedly in the process of being returned to depuy mitek for evaluation and root cause analysis. It is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In transit.